Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left superficial femoral artery. After performing an ipsilateral puncture, a guidewire was passed through the lesion followed by advancing a 4.0 x 60mm, 80cm ranger balloon catheter for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a 135cm-shaft ranger balloon catheter. The lesion was treated successfully. There were no patient complications as a result of this event.